Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. The delivery system was returned fully inserted through the loader cap. The esheath was not returned for evaluation. Visual inspection revealed the crimp balloon was torn and the nose tip was separated. Gouges were observed on the flex tip. The guidewire spring was also stretched out with a break (adhesive was present). No case imagery or photographs were provided for review from the site. Functional testing could not be performed due to the condition of the returned device. Dimensional analysis of the double wall thickness were taken on the crimp balloon. All measurements met specification. Lot history review revealed other similar complaints for balloon ¿ torn. No other similar complaints were found for delivery system ¿ difficulty crossing native annulus or delivery system ¿ withdrawal difficulty-valve through sheath. Complaint history review from march 2018 through february 2019 for the edwards commander delivery system (all models and sizes) revealed other returned complaints for balloon ¿ torn, delivery system ¿ difficulty crossing the native annulus and delivery system ¿ withdrawal difficulty through sheath. A review of the complaint history revealed that the occurrence rates did not exceed the february 2019 control limits for the appropriate trend categories. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. The IFU and training manuals were reviewed. No IFU/training manual deficiencies were found. Regardless, additional actions are being initiated per a previously opened CAPA. During the manufacturing process, the entire delivery system (including the crimp balloon and inflation balloon) undergo multiple visual inspections and testing. During the manufacturing process, the crimp balloon, crimp balloon to inflation balloon laser bond and balloon catheter laser bond undergo multiple 100% inspections. In addition, the commander delivery system is 100% leak tested. Post-leak test, there is a visual inspection of the inflation balloon. Product verification (pv) testing was also performed on each lot using a sampling plan. The samples undergo functional product verification testing, including visual inspection for physical defects or damage and are tested for balloon burst pressure. In addition, the inflation balloon/nose tip, inflation balloon/crimp balloon and crimp balloon/ balloon shaft bonds are tensile tested. All samples passed pv testing. These inspections support that it is unlikely a manufacturing non-conformance contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints for balloon ¿ torn, delivery system ¿ withdrawal difficulty ¿ valve through sheath were confirmed based on visual inspection of the device. The complaint for delivery system ¿ difficulty crossing the native annulus was not able to be confirmed as no procedural cine was provided for review. No manufacturing non-conformances were identified, and a review of the relevant DHR, lot history and complaint history revealed that it is unlikely a manufacturing issue contributed to the complaint. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. Since there were no reported issues during device preparation (able to de-air), it is likely that the balloon was not damaged out of package. Potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been previously identified and documented. If the valve alignment is performed in a tortuous anatomy, it may have resulted in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the valve to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the valve is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the bond between the inflation balloon and crimp balloon. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Although it was reported that valve alignment was performed in a straight section of the aorta, gouges were present on the returned device flex tip face, which is indicative of some level of non-coaxiality of the valve against the flex tip. Residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Although a definite root cause for the event was not able to be determined, the available information suggests procedural factors (manipulation of the devices) in addition to patient factors (access vessel characteristics) may have contributed to the difficulties crossing the native annulus and the torn balloon. Once the balloon tore, it is possible that the delivery system or valve got caught on the sheath tip during withdrawal, resulting in the withdrawal difficulty. Available information suggests that patient and/or procedural factors may have contributed to the complaint event. Since no product non-conformances or IFU/training inadequacies were identified during this investigation, and the trend category does not exceed control limits, no corrective or preventive action is required at this time. In addition, a product risk assessment (pra) escalation is not required. However, at management discretion, a pra previously initiated to document and assess the balloon torn issues and the associated risks, and CAPA were initiated to further investigate these issues and drive potential corrective/preventative actions. Edwards has decided to proceed with including additional information that currently exists in the training manuals, into the IFU related to tension build-up in the device.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, no balloon aortic valvuloplasty (bav) was performed. Valve alignment of a 26mm sapien 3 valve was performed in the straight section of the aorta. No difficulties with the valve alignment were reported. Difficulties were encountered during the attempt to cross the native valve with the sapien 3 valve and delivery system. Following positioning of the sapien 3 valve, at the time of deployment, ¿leakage¿ from the delivery system balloon was observed. It was not possible to deploy the valve. It was reported that the valve did not expand at all. The commander delivery system became stuck in the esheath during retrieval and both devices were withdrawn together ¿manually¿. Following the removal of the esheath and commander delivery system, the sheath was cut. The delivery system was separated from the sheath and the balloon damage was confirmed. A new sapien 3 valve was prepared and successfully deployed. No clinical consequences to the patient were reported. No leakage of the delivery system or balloon was noted during the device preparation. Information regarding the native annular diameter and degree of valvular calcification was not provided. Information regarding the access vessel minimum luminal diameter (mld) was not provided. ¿normal¿ vessel calcification and vessel tortuosity was reported. No ¿peculiarity¿ was reported. Per medical opinion, the balloon damage was probably due to the difficulties encountered while crossing the native valve. The initial delivery system and valve will be returned to edwards lifesciences for evaluation. The second valve remains implanted in the patient.